Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a male pt, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device and another set of electrodes to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that the electrode pads involved in the reported malfunction were not retained by the customer.